Event description:
Since the essure process was done I've had heavy pain in pelvic area and lower back. Now for the past one and a half years, very heavy bleeding. The bleeding is so bad at times that I've had to wear adult diapers. The pain in the pelvic area gets so bad I ended up bent over at times and unable to walk. An ob/gyn doctor wanted to do an ablation to try and stop bleeding, but at the time my cardiac doctor didn't approve it as he considered it as a process that would not work. I'm still having problems and don't know where to turn to at this point. I also have weight gain and major bloating since I've had this done to me. I've gone to urgent care, the e.r., ob/gyn, and my pcp over this. At the time they were putting it down as to peri-menopause. I just recently saw a news story on t.v. About others who have been through the same problems that I am having over the years. This process was the only thing that at the time my ob doctor would perform on me due to my heart history. (I wanted to have my tubes tied). This procedure was to get me off birth control pills as it causes bad things for heart patients. I think that had the doctor done a tubal I would be in better shape than I am now.